Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original duracell battery voltage was measured at 3.020v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-3 errors. However, uom was selectable and was received at mg/dl. Corupt data was observed in the error log. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.